Event description:
Patient developed compartment syndrome in buttock after surgery to repair femur fracture. Hana table was used with bilateral traction boots and scissoring leg position. Reported in "contralateral gluteal compartment syndrome after prolonged use of a fracture table in a scissoring position - a case report" by jenna gunn et al. Jbjs case connector 13(3):e23.00095, july-september 2023. / doi: 10.2106/jbjs.cc.23.00095 https://journals.lww.com/jbjscc/abstract/2023/09000/contralateral_gluteal_compartment_syndrome_after.7.aspx.

Manufacturer narrative:
Literature citation: gunn, jenna l. Bs; yatsonsky, david md; pasquinelly, adam bs; kosco, ethan bs; schwartz, tyler g. Bs; sanford, christopher md; georgiadis, gregory m. Md. Contralateral gluteal compartment syndrome after prolonged use of a fracture table in a scissoring position: a case report. Jbjs case connector 13(3):e23.00095, july-september 2023. / doi: 10.2106/jbjs.cc.23.00095.

Manufacturer narrative:
Based on the information received by one of the physicians involved during the incident, there was no problem with the device or the way it was used. The cause of the development of the compartment syndrome remains inconclusive as authors believe that additional factors such as hemilithotimy positioning, male sex, elevated bmi, displaced femur fractures and prolonged extension of opposite hip may have contributed to the development of the compartment syndrome. Literatue citation: gunn, jenna l. Bs; yatsonsky, david md; pasquinelly, adam bs; kosco, ethan bs; schwartz, tyler g. Bs; sanford, christopher md; georgiadis, gregory m. Md. Contralateral gluteal compartment syndrome after prolonged use of a fracture table in a scissoring position: a case report. Jbjs case connector 13(3):e23.00095, july-september 2023. / doi: 10.2106/jbjs.cc.23.00095.

Event description:
Patient developed compartment syndrome in buttock after surgery to repair femur fracture. Hana table was used with bilateral traction boots and scissoring leg position. Reported in "contralateral gluteal compartment syndrome after prolonged use of a fracture table in a scissoring position - a case report" by jenna gunn et al. Jbjs case connector 13(3):e23.00095, july-september 2023. / doi: 10.2106/jbjs.cc.23.00095 https://journals.lww.com/jbjscc/abstract/2023/09000/contralateral_gluteal_compartment_syndrome_after.7.aspx.